Manufacturer narrative:
Device a: damaged knife. Device b: damaged component. Device c: damaged knife. Eval summary: the analysis results showed that device a was received in good visual conditions and with a cartridge present. The cartridge was received partially fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples all the staples indicated; however, the cut was noted to be jagged due to a damaged knife, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition, the device opened and closed without any difficulties. The analysis results showed that device b was received with out a cartridge. The firing mechanism was found damaged, as the wedge band and knife exposed half way otherwise in good visual condition. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing rack was noted to be disengaged from the wedge block. While no conclusion could be reached as to how the device became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The analysis showed that device c was received with a knife exposed and with a cartridge loaded in the device. The cartridge was received partially fired and with the cartridge locked. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and a firing trigger tooth was found to be damaged, the knife was bent and the channel lockout feature was damaged. The damage to the cartridge channel is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, " the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it tests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." A batch record review was performed and no anomalies were found during the manufacturing process. Device b: mfg date: 03/20/2006, exp date: 2/20/2011. Device c: mfg date: 12/7/2006, exp date: 11/07/2012. Mfg date: 11/19/2008.

Event description:
It was reported that during a vats procedure, the first device fired with no problem. The second device, the first firing was okay, but when removed, it was noticed that the knife blade had not retracted fully and was exposed mid-way. The third device jammed a third of the way along the firing also with blade exposed. Procedure completed with a fourth device. Another device was used to complete the case. There were no adverse consequences to the pt.